Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced wide glucose variability while using the ilet and dexcom g7 continuous glucose monitor (cgm), with blood glucose lows to 39 mg/dl and highs to 401 mg/dl, in the context of inconsistent meal announcements and preemptive overtreatment of perceived hypoglycemia; a factory reset was performed to reinitiate adaptation and optimize insulin delivery learning. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia. Outcomes included the need for troubleshooting, education on adaptation principles, without hospitalization. Investigation included review of device performance and user history, assessment of glucose trends, and remote coaching. Investigation of this case revealed use-related maladaptation of the automated insulin dosing algorithm attributed to inconsistent meal announcements and aggressive low treatment, with no hardware or sensor component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors leading to algorithm maladaptation, addressed by factory reset and user education.